Manufacturer narrative:
The product was returned for investigation. The guidewire port area had a scratch and leakage found. The reported event was attributed to damage to the product due to handling prior to use, but the detailed cause could not be determined. No abnormalities were found in the manufacturing records. The instructions for use (IFU) contain general instructions for use, warnings and precautions related to the device, and information to make users aware of potential complications that may occur and other events similar to this event. This report does not imply an admission by anyone that the product referred to in this report is defective. No complications have been reported, but this event is being reported cautiously because balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that balloon rupture occurred. The balloon used for a calcified lesion with 99% stenosis in rca(# 2) ruptured during the inflation at about 16 atm. Then it was replaced with a new product and the operation was continued. No complications were reported.